Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. Customer's blood glucose level was 450 mg/dl at the time of incident. Customer's other blood glucose level was 275 mg/dl. Customer was assisted with troubleshooting. Customer gave a shot himself. Customer experienced symptoms such as sick on my stomach related to high blood glucose level. The insulin pump will not be returned for analysis.